Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. In addition, the grip cable was found to be frayed at the distal idler pulley. The frayed strands did not stick out. Failure analysis investigation also observed the following damages: the distal end of the main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Instrument conductor wire had damaged insulation showing the bare wire underneath. The black insulation was still attached. There were no broken pieces. Failure analysis concluded that the damage was likely due to mishandling. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken and/or the frayed cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was observed on the maryland bipolar forceps instrument. Nothing fell into the patient. There was no allegation of harm or injury to a patient.